Event description:
It was reported that during device interrogation, the atrial lead exhibited high thresholds; atrial output was programmed to 5v at 1.5 ms. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.